Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium alarms were reported by staff. Caused by kink in augmentation tubing from not being routed correctly. Pump was switched out for another with no report to me of any patient issues".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "helium alarms" was confirmed by the field service representative. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after rerouting the helium tubing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "helium alarms were reported by staff. Caused by kink in augmentation tubing from not being routed correctly. Pump was switched out for another with no report to me of any patient issues".